Manufacturer narrative:
The suspect centrifugal device was received by terumo cardiovascular systems and an investigation provided sufficient data to suggest that the event is MDR reportable. This determination was made on 04/13/2009 - thus necessitating the submission of the report not later than 05/13/2009. The article was visually observed and photographed at which time the reported event was confirmed. The visual observations were followed by mechanical assessments where leakage between the blood and non-blood chambers was confirmed - which is most likely indicative of a breach in the seal between the two chambers. Labeling that is associated with the product advises the user to inspect the bypass circuit and the device for any evidence of leakage prior to the initiation of bypass surgery. The event described herein was observed by the user facility prior to the initiation of surgery - and there was no patient involvement.

Event description:
On march 19, 2009 terumo cardiovascular systems was informed of an apparent product malfunction involving a centrifugal pumphead that was being prepared for cardiopulmonary bypass surgery. The user facility reported that a leak was observed within the pumphead that allowed priming fluid to transgress from the blood chamber of the pumphead to the non-blood chamber of the pumphead. The user facility reported that there was no patient involvement as the surgical procedure had not yet been initiated - and that the observed event occurred while the bypass circuit was being constructed and primed in preparation for a surgical procedure.